Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to unspecific reasons. The patient was reimplanted with another device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted due to improper placement of the electrode array. This report is filed march 12, 2014.